Event description:
Description of event according to the initial reporter: component separation. On (B)(6) 2020: endovascular repair of ruptured aaa with endovascular grafts; (B)(6) 2020: type iii endoleak repair of 2 aortic cuffs. No detailed information is available as these procedures were performed at outside facility. Patient outcome: no information regarding the patient has been received.